Event description:
The customer reported that she had a bent cannula, but the insulin pump did not alarm no delivery alarm and her blood glucose was high. Troubleshooting was declined since the customer was at work and did not have extra supplies. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.